Event description:
It was reported that bolus button did not work correctly. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.